Event description:
Pt called because insulin pump kept alarming "check settings". In discussing pump with pt the company found that the insulin pump had changed the time on their pump without them programming the change. They had not recently changed the battery or had any reason that they could recall why the pump would have changed or cleared the time of day. They are currently using a refurbished pump, as their initial pump had multiple problems with bolus feature.